Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the provided photo evidence confirmed the reported allegation. The femoral stem was found fractured from the distal portion of the stem's body and the proximal section, right above the sleeve. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product code 900549210 and lot number 3476693, and no non-conformance were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device product code 900549210 and lot number 3476693, and no non-conformance were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery via tha for right oa with s-rom-a stem in question. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on (B)(6) 2022, that the stem broke on body part and slit root part. It can see the broken parts in the attached photo. A revision surgery is planned on (B)(6) 2023. The surgeon wants to know the occurrence situation of the event where the stem is broken in two places (stem body part and slit base part) like this time. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the patient had not received follow-up visits after the operation, and the timing of the stem breakage is unknown. It was found that it was broken when it was examined due to the inability to walk on (B)(6) 2022. In the revision surgery, the stem and the sleeve were removed under eto. The broken piece of the stem distal was removed by incision of the femoral shaft. The stem and liner were replaced by a competitor product. Doi: (B)(6) 2022, dor: (B)(6) 2023.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.